Event description:
Dr. Alleges that the balloon separated from the catheter. The balloon was syringe inflated/deflated in hardened plaque of a left arm graft. Upon removal, the balloon separated from the catheter. The distal portion was removed with a cryo-clamp, the proximal portion is believed to remain in the sheath. The physician reported that all of the balloon segments were removed from the pt.